Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a gastrointestinal videoscope was found to have a foreign body, appearing to be a piece of plastic, lodged in the biopsy channel. The issue was identified during reprocessing. There were no reports of patient involvement or patient harm.